Event description:
While removing of the catheter from a patient after an ablation procedure on the pulmonary vein, resistance to the sheath introducer was felt. The catheter tip was stuck to the tip of the daig sheath (slo), which made it difficult to pull it out. Therefore, the catheter was removed together with the sheath. Upon removal of the catheter, the sheath tip was found frayed, and the first electrode of the catheter was almost separated. No injury to the patient was reported. However, if the event were to recur, there may be potential for patient injury.

Manufacturer narrative:
The analysis results showed that when the lasso catheter was pulled out of the sheath introducer, the loop got stuck in the tip section of the introducer thereby causing the #1 electrode ring on the catheter to tear. It was also found that the #10 electrode ring on the catheter had moved from its original position. The pu margin was inspected and found to be within specification. The returned sheath introducer was noticed with damaged tip indicating that excessive force was applied. Manufacturer's reference # 49840.